Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 4. The ultrafiltration (uf) volume was 1263 ml. The programmed fill volume was 2000ml. This information gave a drain volume of 3263ml, which meets iipv criteria. On (B)(6) 2010, product surveillance followed up with the homepatient's (hp)'s nurse and the nurse stated that the hp expired. The date of death was (B)(6) 2010. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
During service at baxter, it was discovered an inoperative stop key on the pumphead module keypad. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device (B)(4) categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4). During service at baxter, it was discovered that the stop key was inoperable on the pumphead module keypad. The pumphead module keypad was replaced.